Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿disconnection of tube and the sample port connector¿ with a potential root cause of ¿incorrect operation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The device was not returned.

Event description:
It was reported that the foley port was manufactured backwards. The nurse had to use a port typically used to pull to deflate the balloon vs the normal port to deflate the balloon. No medical intervention was reported.